Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 445 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with troubleshooting and found that there was damage to the drive support cap of their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.